Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy procedure, for the first firing of duodenectomy, the unload button of the adapter was not available but the red indicator was exposed. The nurse tested the device, the reload articulated even though the nurse did not touch the articulating button. The surgeon had the same experience when trying to open the jaw in the cavity. The surgical time was extended by more than 30 minutes. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device opened by the account without the packaging. Pmv performed functional testing. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed, and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.